Event description:
As reported by the user facility information by bbm sales organization in australia: "overinfusion" according to the customer: pump incident described as near miss patient was receiving IV methotrexate infusing at 21ml/hr over 24 hours. Rate was recalculated at 16hours into infusion - appeared that bag emptied sooner than expected in to burette. Rate decreased to 19ml/hr recalculated again at 20-21hrs into infusion - burette emptied sooner than expected - rate decreased to 16ml/hr and again to 9ml/hr when 26ml flush went into burette at 0630. On nurse handover at 0740 it was infusing at 9ml/hr with vtbi of 13.75ml - only 9ml in burette. End user reports pump infusing quicker than rate.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400572985: the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 3564 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from (B)(6) 2022 to (B)(6) 2022 (specified date of the incident given from the costumer) were investigated. At (B)(6) 2022 10:06 am a space line neutrapur was inserted. Then two infusions with different values were started. Subsequently (B)(6) 2022 10:44 am the rate was set to 21 ml/h and the vtbi to 70 ml. Then the infusion was started. Up to that time the device has delivered 70 ml (act. Volume infused). At 13:42 pm the vtbi was changed to 57,69 ml. Up to that time the device has delivered 132,31 ml (act. Volume infused). At 16:28 pm the vtbi was set to 21 ml. Up to that time the device has delivered 190 ml (act. Volume infused). Between (B)(6) 2022 16:28 pm and (B)(6) 2022 09:37 am the vtbi was changed several times. During the infusions several "pressure alarms" were displayed and interrupted the infusion (reason for these alarms could not be clarified). The set values from the costumer passes the act. Volume infused entries inside the history files. No anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). The accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.